Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding, abnormal bleeding (general)") and fallopian tube perforation ("coils had perforated her fallopian tube and had migrated to her pelvis, perforation (fallopian tube(s))") in a 38-year-old female patient who had essure (batch no. 621679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included daily multivitamin since 2008, lisinopril since 2013 and sertraline since 2013. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, 4 years 8 months after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain, fatigue ("fatigue") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (endometrial biopsy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the fallopian tube perforation, device expulsion, migraine, headache, dysmenorrhoea, fatigue, weight increased and ovarian cyst outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: (B)(6) 2012, biopsy done to find out if patient was suffering from endometriosis; part of coil came out during biopsy; one coil not in tube, must use another form of birth control until additional hsg test can confirm whether or not both tubes are still occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. On (B)(6) 2008, hysterosalpingogram showed confirmed placement of both essure coils-total bilateral occlusion. Current weight 160 lbs. Approximate weight at the time of essure placement 125 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 09-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. This spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excessive and abnormal bleeding. Plaintiff also learned that her coils had perforated her fallopian tube and migrated to her pelvis. Plaintiff underwent an endometrial biopsy and had the coil that had migrated removed. Both events are serious (medically significant) and anticipated in the reference safety information for essure. In this particular case, the exact date and the mechanism of perforation is unknown. However, considering the event's nature, causality with essure was considered related. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, a causal relationship cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coils had perforated her fallopian tube and had migrated to her pelvis, perforation (fallopian tube(s))") and genital haemorrhage ("excessive and abnormal bleeding, abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. 621679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(4)2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(4)2012, 4 years 8 months after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, migraine ("migraines/headaches"), headache ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (endometrial tissue biopsy) and surgery (endometrial biopsy). Essure was removed on (B)(4)2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. On (B)(4)2008, hysterosalpingogram showed confirmed placement of both essure coils-total bilateral occlusion. Current weight 160 lbs. Approximate weight at the time of essure placement 125 lbs. Most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received: reporter information, patient demographic information, product indication updated, lot no, treatment medications, new events vaginal haemorrhage, menorrhagia, migraine, headache, device expulsion, dysmenorrhea, fatigue, weight increased and abdominal pain added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding, abnormal bleeding (general)") and fallopian tube perforation ("coils had perforated her fallopian tube and had migrated to her pelvis, perforation (fallopian tube(s))") in a 38-year-old female patient who had essure (batch no. 621679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included lisinopril since 2b)(6) , multivitamin since (B)(6) and sertraline since (B)(6) . On (B)(6) 2008, the patient had essure inserted. In (B)(6) , the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) -2012, 4 years 8 months after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain, fatigue ("fatigue") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (endometrial biopsy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the fallopian tube perforation, device expulsion, migraine, headache, dysmenorrhoea, fatigue, weight increased and ovarian cyst outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2012, biopsy done to find out if patient was suffering from endometriosis; part of coil came out during biopsy; one coil not in tube, must use another form of birth control until additional hsg test can confirm whether or not both tubes are still occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. On (B)(6) 2008, hysterosalpingogram showed confirmed placement of both essure coils-total bilateral occlusion. Current weight 160 lbs. Approximate weight at the time of essure placement 125 lbs. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: concomitant medications and event (ovarian cysts) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 18-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. On (B)(6) 2008, plaintiff had a hysterosalpingogram (hsg) test that confirmed placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device she began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing severe and chronic pelvic pain and cramping as well as excessive and abnormal bleeding. It was also determined that one of the coils had perforated her fallopian tube and migrated to her pelvis. Sometime in 2015, plaintiff saw her physician or an endometrial biopsy and had one the coil that had migrated removed. She will require additional surgery to remove the remaining coil. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excessive and abnormal bleeding. Plaintiff also learned that her coils had perforated her fallopian tube and migrated to her pelvis. Plaintiff underwent an endometrial biopsy and had the coil that had migrated removed. Both events are anticipated in the reference safety information for essure. In this particular case, the exact date and the mechanism of perforation is unknown. However, considering the event's nature, causality with essure was considered related. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, a causal relationship cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.